Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2005. It was reported that her ipg was depleted. The pt did not have her programmer anymore. A replacement programmer was sent to the pt to verify whether the ipg would communicate anymore. No further info is available at this time.